Event description:
Information was received that a revision procedure was performed due to the nail breaking. No patient adverse event was reported.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Additional data: b5, d9, h3, h6, h10 corrected data: d4 (model number and UDI number) device evaluation: upon return, visual inspection of the returned stryde nail revealed that the housing tube was broken. Based on visual inspection the reported failure can be confirmed. Examining the broken nail closely, it was determined that the broken ends were stretched not straight which is a sign that the nail was subjected to an excessive bending force which may have been generated from weight-bearing activities. The work order was reviewed and confirmed the device passed all inspections and acceptance tests prior to shipment. No material/manufacturing issue was found. Per the precice stryde instructions for use, ¿the precice stryde¿ nail cannot withstand the stresses of full weight-bearing. Patients should utilize external support and/or restrict activities as directed by the physician until consolidation occurs¿. In addition, the reported nail was implanted for more than a year which exceeds the guidelines with the IFU. Device records review: a review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
No additional information has been provided.